Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that he developed an infection after lancing his finger with a one touch ultra soft lancet. The medical affairs specialist (mas) spoke with the patient three days later to obtain/verify the following information: on april 21, 2006 am the patient washed his hands before testing his blood glucose level with the lfs product. The patient confirmed that he used the one touch ultra soft lancet between tests. However, on this occasion, he lanced his right index finger twice using the same one touch ultra soft lancet. He did not obtain a blood sample. He then used the same lancet to perform a finger stick on his left hand. He was able to obtain a blood sample from the left hand and conducted a blood glucose test; the result was 118 mg/dl. The patient had no symptoms of high or low blood glucose level at the time of the test. By the afternoon of 4/21/06 his right index finger was swollen. He went to the ER one day later where he was given antibiotics and was advised to contact his physician on monday two days later. On 4/24/06 the patient's physician sent him for an x-ray and doppler test. He was also referred to an orthopedic surgeon. On one day later the orthopedic surgeon performed surgery on the right index finger to drain the infection. The patient was started on the antibiotic cephalexin 500 mg 3 times per day for 7 days. The patient told the mas his finger was improving three days later. He said he did not have a bone infection. The customer service agent replaced the meter, test strips and control solution. The patient told the mas he received the replacement product and sent his old meter and remaining unused lancets to lfs one day later.